Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 180 mg/dl within 10 minutes on the aviva expert system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.